Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failed to recover. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & manufacturer narrative, section d unique identifier (UDI), medical device serial number, concomitant med prod data. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2008 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed and was unable to recover. A field service engineer reseated the door hasp for the smart remote manager. The hardware had lost alignment with the machine, requiring use of the key to unlock and open the door. Reset the lock position and close the refrigerator door to restore proper function. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failed to recover. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI), concomitant med prod data a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager failed and was unable to recover. A field service engineer reseated the door hasp for the smart remote manager. The hardware had lost alignment with the machine, requiring use of the key to unlock and open the door. Reset the lock position and close the refrigerator door to restore proper function. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager was failed to recover. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.